Event description:
Many critical alarms day and night most eq day try to speck to and chat online no help I would not recommend products representative are not educated to answer question even on the finger stick to comply with continuous glucose monitor help. I feel I have had several defective continuous glucose monitor I have spent time and numerous calls no one was educated to assist I even purchase libre finger stick I need to speak to a supervisor who is educated yes, I have been on chat awaiting 33 callers etc. Than lost connection I have had many low glucose alarms night and day I'm currently on the phone awaiting a customer service representative